Event description:
It was reported that the plastic cannula is coming up very high on the needle. In some cases the bevel is barely out of the cannula which leads to the IV feeling dull and makes it hard to get in. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Seven (7) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no evidence of any cannula or catheter bevel tip irregularities, bent cannula or catheter hub luer end damage. Functional testing found the samples were manually inserted into a vein pad and the samples advanced without hesitation, clicked and locked as designed. The locked out samples displayed no evidence of locking mechanism damage. Devices passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. E4 is unknown, no information provided to date., corrected data: b5 and h6.

Event description:
It was reported that there was no patient involvement, "defect (detected before use)".